Event description:
Customer reported performing comparision testes on the palm of the hand and the finger with the freestyle meter. The customer received results of 270 mg/dl on the hand and 81 mg/dl on the finger. The customer felt the measurement from the finger of 81 mg/dl was more consistent with how they felt. The customer did not require medical attention.